Manufacturer narrative:
Insulin pump was received with pump error 38 during rewinding due to moisture damage on motor home switch/motor assembly. Unable to verify bolus stopped alarm due to pump error 38.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had insulin pump error alarm and also delivery was stopped, insulin pump did not let to pass rewind. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated they were unable to clear the alarm and they were unable to rewind insulin pump. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.